Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. There was severe calcification in the iliac arteries. It was reported the patient presented with a pain approximately two weeks post implant. A CT scan was performed and revealed that the contralateral limb was occluded due to the calcification. The physician attempted but was unable to advance a guide wire through the occluded contralateral limb. The decision was made to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (calcified iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (calcified iliac artery).